Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow. Upon interrogation, the pulse generator exhibited undersensing. The device was reprogrammed successfully.